Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. At a later date the lens was exchanged for a longer length lens and the problem resolved.

Manufacturer narrative:
(B)(4).